Manufacturer narrative:
Additional information was provided in b5., and h11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged with different model 2 diopter higher of same company, indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A health care professional reported that after intraocular lens implantation surgery exchange was performed with a unspecified replacement lens due to patient intolerance. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).